Event description:
It was reported that pump could not be started or connected because usb port was damaged, and event was categorized as rack pushrod damage. There was no reported impact to the customer¿s blood glucose level. Pump was scheduled to be returned, and replacement pump was provided through distributor, while no additional information was received regarding any further actions or outcome.